Manufacturer narrative:
Title: comparison of surgical outcomes between natural orifice transluminal endoscopic surgery for hysterectomy and conventional total laparoscopic hysterectomy source: j med assoc thai 2021;104(8):1255-62 accepted 12 july 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed last june 2027 to june 2020, the study objective was to compare surgical outcomes between transvaginal natural orifice transluminal endoscopic surgery for hysterectomy (vnotesh) and total laparoscopic hysterectomy (tlh) for the benign uterine diseases. A retrospective review of electronic medical records of women that underwent vnotesh with ligasure impact between january 2019 and june 2020 (n=33) and tlh between june 2017 and august 2019 (n=33) in bangkok hospital udon, udonthani province, thailand was carried out. In the tlh groups demonstrated post[1]operative minimal bleeding from vaginal stumps. Bleeding and vaginal stump infection were treated with antibiotics.